Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support including a review of the error logs. It was determined a control board should be replaced. A ge healthcare service representative replaced the control board, and the unit was returned to service.

Event description:
The hospital reported the unit had an unexpected reset error, resulting in a loss of mechanical ventilation. There is no report of patient injury.